Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 29-oct-2025, an other health care professional contacted technical service to report that totalcare frame (product code p1900q007617, serial number (B)(6)), had head of the bed unable to be raised. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.